Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to left implant deflation. Surgeon found a 2 mm hole at 11:00 position at posterior surface 1 cm from edge of the patch. Pt's right breast had capsular contracture-bakers's class 3. Original implants were placed in 2000.